Event description:
There was an allegation of questionable elecsys chagas results from the cobas 6000 core unit. Patient 1's initial result was reactive with a result of 43.84 coi. A 2nd measurement on (B)(6) 2025 on a non-roche system was non-reactive with a result of 0.51 coi. A 3rd measurement on (B)(6) 2025 was reactive with a result of 56.76 coi. Patient 2's initial result on (B)(6) 2025 was reactive with a result of 23.26 coi. A 2nd measurement on (B)(6) 2025 on a non-roche system was non-reactive with a result of 0.51 coi. A 3rd measurement on (B)(6) 2025 was reactive with a result of 22.11 coi. The results considered to be correct were the non-reactive results.

Manufacturer narrative:
The serial number of the cobas 6000 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer confirmed that they performed an immunofluorescence assay on both samples, which showed a negative result for chagas. The last calibration was performed on (B)(6) 2025. According to the method sheet, calibration should be performed after 1 month (28 days) when using the same reagent lot. The customer's region does not have biological shipment services available; therefore, we are unable to receive the samples for investigation. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
Medwatch field h6. Adverse event problem, type of investigation, investigation findings, and investigation conclusion codes were updated.